Manufacturer narrative:
It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
A other health care professional contacted technical service to report that progressa frame alleged the head section was moving by itself. There was no patient/user injury, medical intervention, symptom, or adverse event reported.